Event description:
It was reported to st. Jude medical that during a follow-up, the ICD was found to be near eri. During the replacement, a slimy metal deposit was discovered in the ICD pocket. Furthermore, an insulation break was also observed on the lead. It was not determined which device the metal deposit had came from. The decision was made to explant the ICD and lead.